Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient for follow up in clinic with increased capture thresholds on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition following the procedure.